Event description:
A surgeon reports that the intraocular lens would not fixate following insertion. The lens was removed and the incision was enlarged to accomodate placement of a rigid lens. Additional information has been requested.